Manufacturer narrative:
(B)(4). G2: foreign - event occurred in hong kong. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the articular surface could not be successfully seated onto the tibial tray. A new articular surface was opened and used to complete the procedure. No adverse events occurred as a result of this malfunction.